Event description:
During an atrial fibrillation procedure, a sheath breakage occurred. Prior to removal of the sheath, the catheter was removed, a j-tip wire was inserted and the wire would not thread as expected. Upon removal of the wire, it was noted that it was bent. A new wire was inserted, the sheath was removed and manual pressure was applied.

Manufacturer narrative:
Additional information: g3, h2, h3. Three images were submitted for evaluation to product performance engineering; no device components were returned. The photos appeared to show an 8f fast-cath cath-lock introducer sheath. The sheath tubing appeared to be torn and separated at mid-sheath. Visual inspection was based solely upon a review of the photographs provided as the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath fracture remains unknown.